Event description:
The customer reported via phone call that she had a blank display on the insulin pump. Customer's blood glucose was 185 mg/dl at the time of the incident. Customer stated that the pump may have been bumped and exposed to moisture. Customer reported that the pump was splashed with water when she was on a water ride. Customer declined further troubleshooting. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump powered up properly and no blank display was noted. The pump was received with normal operating currents. No damage was found on the lcd isolation tape. No moisture damage was found on the electronics, motor, battery tube, or vibrator assembly. The pump also had a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.